Event description:
It was reported there was entrapped air. An opticross hd was selected for ultrasound examination of the target lesion. During preparation, the catheter could not be flushed and air was noted still inside. The catheter would not connect and looked to be detached at the end. The device was replaced with another catheter and the procedure was completed successfully. There were no patient complications.